Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter to report that there was a leak in the cassette which caused the patient to be wet. There was patient involvement; however, no injury reported in association with this event. The cassette was replaced with a new cassette.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that sample was available. However, it was determined the sample has been lost in transit. A sample is not available. This report of a leak could not be confirmed, because a sample was not available for evaluation and the patient did not describe any type of use error that might have caused the leak. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A cause was undetermined.